Manufacturer narrative:
Submit date: 12-9-16. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with an enteral feeding pump. The customer states that the unit has a broken screen. Upon triage on (B)(6) 2016, service found the unit's screen is not working properly and the unit has no alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit has no alarm. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.